Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. In this case, the patient required intervention after approximately four years. The device was not returned for evaluation as it remained implanted. Minimal information regarding this event was received, the root cause of the plv remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) review is pending. A supplemental report will be submitted upon completion.

Event description:
Edwards received information a patient with a 21mm pericardial aortic valve implanted four years, one month, underwent valve-in-valve procedure due to perivalvular leak. A 23mm transcatheter valve was implanted inside the failing 21mm valve which eliminated the pvl. The patient left the room in good condition.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.